Event description:
This is just being reported as a safety concern about labeling and not a pt event. On the top of the alcon lense implant boxes there is a label listing an ID number. At the end of this number there is an ac on the top of the box. This is the only identification letting staff know it is an anterior lens. This is only know by nurses who routinely assist with eye surgery. If another nurse is not routinely in an eye room they might not know what the ac stood for. This case the staff would look for the word center prior on the box. The concern with the labeling on the alcon boxes is that the word "anterior" is on the front of the box but it is buried in the middle of a 4 line paragraph so it is not easily found. The concern by the operating staff is that it is difficulty to locate the "anterior" lens with the placement of the working especially if an unfamiliar nurse is assisting or if this product was not used routinely.